Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced low flow alarms and orthostatic blood pressure. They had syncopal episode the other day as well. The patient was at this time in emergency department at tampa general hospital. Log files captured low flow events on 19aug2025. A transthoracic echocardiogram (tte) and right heart catheterization (rhc) were done. No left ventricular thrombi were noted on contrast imaging. Additional log files showed persistent clusters of pulsatility index (pi) events as well as routine power source changes. Tte and rhc results suggested that the right ventricular cavity was mildly to moderately dilated. The peak right ventricle-right atrial systolic gradient was 18.66mm hg. No left ventricular thrombi were noted on contrast imaging. Mild-moderate right ventricular dysfunction was also noted. Additional log files showed persistent clusters of pulsatility index (pi) events as well as routine power source changes.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 19aug2025 and 02sep2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured on (B)(6) 2025 when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.